Event description:
It was reported that pump displayed a minimum fill notification when caller attempted to load a new cartridge, and original cartridge was found to be overfilled. There was no adverse impact to the customer¿s blood glucose level. Caller removed pump from case, cleaned pneumatic tap area as instructed, and then, with guidance from technical support, filled and loaded new cartridge using proper technique, after which issue was resolved and insulin delivery was successfully resumed; lot number for original cartridge remained unknown.